Event description:
It was reported via repair work order that the scale was inaccurate due to malfunctioned headend left and footend left load cells. It was also reported that the headend lift was drifting due to worn lift nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.